Event description:
It was reported that the wheel was broken due to head left caster delaminating which caused the bed to be difficult to push. It was also reported that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed was difficult to push due to head left caster wheel was delaminating. This would result in caregiver annoyance as bed was difficult to push due to head left caster wheel was delaminating, however, it is not likely to harm the patient as it would still be possible to move the bed to transport patients. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.